Event description:
The report is from the (B) (4) study. The patient was a (B) (6) female with a history of ischemia, stable angina, hyperlipidemia, hypertension, anemia, hx peptic ulcer disease, chrone's disease, diverticulitis, and a family history of coronary artery disease. Target lesion was the mid rca. The de novo lesion was heavily calcified and a type b1 classification. Vessel diameter was 3mm and lesion length was 15mm. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a firestar 1.5 x 15mm balloon at 20atm. A cxs18300 was deployed at 16atm. A cxs13300 was deployed at 16atm. Post-procedure stenosis was 0%. The patient had a large hematoma at the puncture site in the right groin, which was medically managed only. The day of the procedure, the patient had a post-procedure non q-wave myocardial infarction. The mi was medically managed only. The patient was discharged 4 days post-procedure.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a myocardial infarction after having coronary artery stent implanted. The patient was a (B)(6) female with a history of ischemia, stable angina, hyperlipidemia, hypertension, anemia, hx peptic ulcer disease, crohn's disease, diverticulitis, and a family history of coronary artery disease. Target lesion was the mid rca. The de novo lesion was heavily calcified and a type b1 classification. Vessel diameter was 3mm and lesion length was 15mm. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a firestar 1.5 x 15mm balloon at 20atm. A cxs18300 was deployed at 16atm. A cxs13300 was deployed at 16atm. Post-procedure stenosis was 0%. The patient had a large hematoma at the puncture site in the right groin, which was medically managed only. The day of the procedure, the patient had a post-procedure non q-wave myocardial infarction. The mi was medically managed only. The patient was discharged 4 days post-procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting. This action results in cardiac tissue damage that is manifested in elevated cardiac biomarkers (enzymes). Review of the available information suggests that procedural factors (inherent risk) and/or vessel/lesion characteristics may have contributed to the event.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2010-00248.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
.